Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of hi (greater than 600 mg/dl), hi, lo (less than 10 mg/dl), 50 mg/dl, lo and 353 mg/dl when all tests were performed within 10 minutes on the active s system. Reporter stated that she gave the customer a glucoburst prior to obtaining the readings when the customer began experiencing hypoglycemic symptoms. Reporter stated she called the emts after another result of 50 mg/dl was obtained 30 minutes later and they obtained a result of 50 mg/dl on their system. Reporter stated they treated the customer with oxygen, glucose gel, and then he ate a sandwich. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.